Manufacturer narrative:
H10: the engineering evaluation noted that the revision reported was likely the result of prosthesis wear, which may have left to instability. However, this cannot be confirmed because the device was not returned for evaluation. H11: d1 & d2: corrected brand name and common device name. G1 - changed to new manager name and contact email.

Manufacturer narrative:
D10: concomitants: (B)(6) 200-02-38 - three peg patella 38mm. (B)(6) 204-04-54 - trapezoid tibial tray sz 5f/4t. (B)(6) 230-02-05 - optetrak asy, cr cemented femoral, sz 5. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided.

Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2012. The surgeon opened the joint in standard fashion. The surgeon popped out the liner like the surgeon usually does, with a maudlin handle. The surgeon checked out the poly and noticed that it was delaminated in the deepest part of the articulating surface. The surgeon thought this was due to the patient being very hard on his knee. The patient is a very hardworking who did not take it easy on it's total knee. The surgeon also said that the patient¿s pcl had been ruptured. This was enabling the knee to shuck back and forth in a way that it wasn¿t supposed to. The surgeon decided to trial a crc, which fit very well and got rid of the shuck. The surgeon implanted the final poly, a logic crc size 5, 11 mm, and closed the joint.